Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the cardiere forceps instrument cable was snapped and fell to the surgical field. The broken cable part was retrieved and a backup instrument was used. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer stated the cardiere forceps instrument cable was snapped and fell to the surgical field. The broken cable part was retrieved and a backup instrument was used. The procedure was completed with no reported injury to the patient. Isi followed up with the initial reporter on 07/22/2019 and obtained additional information: the fragment fell into the patient and it was retrieved.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found with a broken grip cable at the distal idler pulley. The distal idler pulley moved freely and did not exhibit any damage. The broken cable fragment was not returned with the instrument. The instrument was transferred to advanced failure analysis for further evaluation. Additional information can be found in d10, g3, g4, g7, h2, h6, h 10, and h11.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in h10 and h11. Additional advanced failure analysis findings: advanced failure analysis (afa) was performed on the 8 mm cadiere forceps and confirmed that the grip close cable was broken at the distal idler pulleys. The idler pulleys were able to spin freely, and did not exhibit damage. Broken cable fragments that were noted in the complaint were not returned with the instrument. The broken ends of the grip cable appeared to meet at the distal idler pulley. Afa was not able to confirm whether small fragments of the cable were missing. The cause of the potential cable fragment detachment is unknown. The instrument was noted to have no signs of mishandling around the main cable fracture location.

Event description:
Refer to h10/h11 for follow-up information.